Event description:
It was reported that pump displayed malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with assistance from technical support, confirmed malfunction did not recur, was advised to continue using pump and to call back if problem returned, and no further action was required.